Event description:
The customer reported that he activated the device at 6:19 am on (B)(6) 2012. At 5:32 pm, he removed the subject device and activated a new one. He reported that the cannula was bent and had blood in it when removed. He also stated that he used u-500 insulin and that he felt a burning sensation during insulin boluses on (B)(6) 2012.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported seeing blood in the cannula. This may indicate that the device was accidentally fired into a vein, a condition which can contribute to high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog, humalog, or apidra. Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider's directions for how often to replace the pod," "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."